Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-15799. It was reported that the patient developed an infection. The patient's pacemaker, and two leads were explanted and replaced. The patient was in stable condition post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: h6 4310 - cause cannot be traced to device should have been used.